Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "dark blue end tube" (female connector) was loosened on a minicap extended life pd transfer set. This was observed during patient use of the device for peritoneal dialysis (pd) therapy, when removing the cap. The transfer set was in use approximately six (6) months and was replaced as a result of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.